Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient went to emergency room for two hours because of low sugar on (B)(6) 2024. Patient took food and glucose to address the event. No further information available.